Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
During a review of a literature article comparing the clinical results of conventional phaco-emulsification surgery (cps) with femtosecond laser¿assisted cataract surgery, four patients were reported with cystoid macular edema post-operatively following femtosecond laser assisted cataract surgery. Additional information is not available.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The root cause of the reported event could not be determined. The manufacturer internal reference number is: (B)(4).